Event description:
(B)(4). Following a cardiac ablation procedure, a pericardial effusion occurred. Approximately 4. 5 hours after completion of the ablation procedure using a tacticath quartz ablation catheter, the patient complained of chest pain, dyspnea, and diaphoresis. An echocardiogram and CT were performed, revealing a circumferential pericardial effusion over the lateral and free wall of the right ventricle. The patient was transferred to the ccu and a pericardiocentesis was performed, which stabilized the patient. A follow up echocardiogram revealed no pericardial effusion; the pericardial drain was removed two days post-procedure, and the patient was discharged from the hospital on coagulants five days later. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.